Manufacturer narrative:
Additional information was added: device manufactured between may 04, 2019 to may 06, 2019. Three (3) actual devices and two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on all five samples. A leak was observed at the spike port cap of samples 1 and 2. A leak at the top seam in back of the bag of sample 3. The two companion samples a spike port cap leak was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the infusion port; further described as ¿leakage of chemotherapy drugs in the bag¿. This issue was identified at the dispensing room before treatment and upon observing the issue, the user replaced the products with new products. There was no patient involvement. No additional information is available.